Manufacturer narrative:
H10: the device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
G1: device manufacturer address 1: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system non dehp solution set had a connection issue that resulted in a leak; further described as ¿spilled on the floor¿. The issue occurred during patient infusion with dextrose total parenteral nutrition (tpn). The bag became "unspiked" from the set; the connection was checked which easily came loose when a little bit of pressure was applied. There was no report of patient injury or medical intervention associated with this event. No additional information is available.